Event description:
Complainant alleged that during patient set-up of the device, there was no screen display upon power up of the unit. There was no indication from the complainant of any adverse effect on the patient as a result of the reported malfunction.